Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawers 4.1 and 4.2 were not detected on the bus. The field service engineer (fse) reseated the row board connections at the boards on both drawers 4.1 and 4.2. The hardware test application was accessed, and final testing was performed on the auxiliary enhanced half-height drawers 4.1 and 4.2. All tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary when attempting to recover the failed drawer, the pocket did not open; after rebooting the machine and retrying recovery, the entire drawer failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.